Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in impedance measurements and pacing thresholds identified via latitude remote monitoring. A fluoroscopic image was performed and the rv lead was found to be crushed in the subclavian area. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.